Event description:
It was reported the pt had no stimulation, and had not charged his ipg for about 18 months. The sjm rep met with the pt, but was unable to obtain communication with a replacement charger. F/u identified the pt was working closely with his physician, and surgical intervention would take place at a future date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.